Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of the right internal carotid artery (ica), the balloon catheter dissected the vessel. A stent (subject device) was deployed and the operation was complete. Post procedure, subarachnoid hemorrhage occurred at the treatment site. Approximately two weeks post procedure, a cerebral hemorrhage occurred at the treatment site and removal of a hematoma was done via craniotomy. It was reported that the patient had not recovered and had a modified rankin scale of 5. No further information is available.

Manufacturer narrative:
The manufacturer has found that the event reported under this manufacturer report number 3008853977-2015-00156 had been previously submitted/filed under manufacturer report number 3008853977-2014-00339 resulting in a duplicate submission for the same event. Based on this finding please refer to manufacturer report number 3008853977-2014-00339 for the final MDR submission report.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of the right internal carotid artery (ica), the balloon catheter dissected the vessel. A stent (subject device) was deployed and the operation was complete. Post procedure, subarachnoid hemorrhage occurred at the treatment site. Approximately two weeks post procedure, a cerebral hemorrhage occurred at the treatment site and removal of a hematoma was done via craniotomy. It was reported that the patient had not recovered and had a modified rankin scale of 5. No further information is available.

Manufacturer narrative:
The subject device remains implanted.